Event description:
It was reported that the patient had several inappropriate shocks while walking. The patient went to the doctor's office and the system was programmed off. The doctor explanted the device and implanted a new one. This is considered a serious injury as surgical intervention was required. There were no known additional adverse patient effects.